Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the g-tube was inserted on (B)(6) 2025 and the balloon broke on (B)(6) 2025.

Event description:
The customer reported the g-tube was inserted on (B)(6) 2025 and the balloon broke on (B)(6) 2025. Per additional information provided by the reporter on 28mar2025, it was a clean tear. No object/fragment was left inside the child. There was no medical intervention required and no harm came to the child, the child is doing well.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples or photos returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. However, the reported affected component is produced by an external supplier, a supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.